Event description:
Fiber was broken 137cm from the distal tip. The break area was irregular and burned. The glass core was broken with an indention that appeared to be cause when the fiber was bent onto an object (possibly the scope). C2204-03r fiber: fiber was broken 148cm from the distal tip. The break area was irregular with 1cm scratches in the buffer. The glass core was broken with an indention that appeared to be caused when the fiber was bent onto an object (possibly the scope). Appears the fiber was pushed into the scope (scratches) causing the break.